Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient was just implanted and had not been getting a 50% reduction in symptoms since the implant. It was noted that they ran an impedance test and were getting a value that was ¿out of range >800ohms¿; there was a note indicating that at implant, the impedance was 398ohms, but the note did not say which pair was at 398. Running electrode impedances were reviewed and the following values were reported: c2 302 c3 551 23 800ohms; it was re-ran and the value was 797ohms. It was noted that they were going to program the patient with the following settings: 4.4ma 330us 0.1s 5s, and monitor the patient for symptom change. It was also reported that the patient felt like the device slipped lower and could feel a bump sticking out. No further complications were reported/anticipated.